Event description:
On (B)(6) 2019 intubation of premature infant. On (B)(6) 2019 chest x-ray identified a foreign body in pt's left lung; discovered that the foreign body was the casing that came off the stylet during intubation. We also discovered that the casing is not radiopaque making it unidentified in previous x-rays. Pt transferred to another facility for higher level of care. Lot # s 59219050916, 59219061337, 59219010204, 59219040715, 59219030450, 59217091512, 59218102251. FDA safety report ID # (B)(4).